Manufacturer narrative:
The investigation details: the bwi field service representative confirmed that the issue was resolved by the patient interface unit (piu) reboot. The bwi field service representative followed up with the account and confirmed that the follow up cases were completed successfully. In addition, the history of customer complaints associated with this specific system was reviewed and it was found that the issue was not reported anymore. System is operational. The history of customer complaints reported during the last year and associated with carto 3 system # (B)(6) was reviewed. No similar additional complaint was found. A manufacturing record evaluation was performed for the carto 3 system s/n: (B)(6), and no internal actions related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto 3 sysem and the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. There was extreme noise displayed on both body surface ECG and intracardiac ECG signals, on both the carto 3 system and ge recording systems. No errors were displayed. Caller confirmed metal-tipped ECG lead electrodes on the patient, no obvious environmental noise interference. They exchanged the body surface ECG-in cable previously without resolution. Caller was advised to reboot the carto 3 system, exchange the rf cable from ngen console to patient interface unit (piu). They also exchanged the coronary sinus cable. The noise returned. While on the phone, the 12 lead on ge got better, by reseating ic out cable to the ge, the carto 3 system still had noisy signals. The caller was advised to switch the ECG out direct connect cable with the recently received ECG out connection unit. This part was not installed after receipt. Additional information was received on 05-dec-2024. The physician did not have any intact ECG signal available to monitor patient heart rhythm. The catheter was not in the body. The bs ECG cable was replaced. It was not an out of box failure. This noise event was originally considered non-reportable, however, bwi became aware on 05-dec-2024 that the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm and have reassessed the event as reportable. The awareness date for this record is 05-dec-2024.